Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune to treat tricompartmental osteoarthritis of the right knee. Depuy cement x 1 was utilized and the patella was resurfaced. The procedure was completed without complications. Revision operative notes indicate the patient received a right revision to treat loosening of the tibial tray. Upon entering the knee, the tibial tray was found to be grossly loose at an unknown interface and easily removed. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The procedure was completed without complications. Patient revised with depuy components. Doi: (B)(6) 2013. Dor: (B)(6) 2019; right knee.